Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: the keypad was found to be undamaged with all buttons responsive to user input. The keypad cover was removed to find no contaminants under the button contacts. The pump was opened to find no intermittent conditions on the keypad flex connector. The complaint of an unresponsive keypad was unable to be duplicated.